Event description:
It was reported that the patient presented to the emergency department with hvr, dizziness and fainting. Upon review, it was discovered that the pacemaker exhibited output response issue. It was noted that atrial tachycardia was observed with tracking at mtr and some under sensing on the a sense channel. It was under sensed atrial beats with device pacing at mtr. A cardioversion was performed, and the patient felt better. Programming changes were performed. The patient was in stable condition.